Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ xc into the right temple and 2mls into the left temple. On that same date, patient experienced swelling on the right side that was mild and resolved two days later with no treatment. Patient also experienced lumps on the left side temple that was accompanied with redness, pain, tenderness to touch, firmness, and swelling. These events ultimately fully resolved in three days with no treatment noted.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.